Event description:
One patient sample with discrepant sodium results. Initial result 122 mmol/l. Same sample repeated three times gave result of 130, 130, and 131 mmol/l. Erroneous result was not reported. The field service representative determined the cause of the discrepancy to be a problem with the sample probes, which he replaced. Performance tests were performed which were within specification.